Event description:
A customer reported that their pump screen was dark and wouldn't turn on, which caused their blood glucose level to exceed a high threshold. The customer had not taken any corrective actions before contacting technical support. Technical support instructed the customer to perform a series of troubleshooting steps, including pressing certain buttons and connecting the pump to a power source, which successfully turned the pump screen back on. However, a malfunction was detected, and although the pump reset was attempted, the issue recurred. As a result, technical support decided to replace the pump. The customer was informed about next steps, including programming their settings, returning the defective pump, and connecting their continuous glucose monitor to the new device.